Manufacturer narrative:
Submit date: 03/13/2017. An evaluation of the kangaroo pump was performed for the reported condition of the unit over/under delivering. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 1/09/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer states that the unit over/ under delivered.